Event description:
It was reported that the pt expired. The cause of death was unk. Per the initial rptr, the cause of death was device related. It was unk if the manufacturer was involved in device troubleshooting. An autopsy was performed. It was later reported that an official cause of death was unk - toxicology results pending (approx 6 weeks). Currently, the hcp stated that the pt had enough natural disease that the cause of death was likely related to disease, not the device. It was also reported that the pump contained lioresal; concentration and dosage were not reported. It was later reported that the device was removed at autopsy and returned to the manufacturer for analysis. The pathologist does not suspect a malfunction but returned the device for analysis to ensure proper function.